Event description:
It was reported that device interrogation revealed no sensing. X-ray confirmed that the leads had twisted significantly. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.